Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 35396473. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite of optimizing the program and shocking sensation. It was noted that the spinal cord stimulation (scs) leads had migrated as confirmed via imaging. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.